Event description:
It was reported during use of bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes exhibit closure separation where the shield of the stopper assembly separates from the stopper during automated stopper removal on their automated instrument. Issue is occurring 3-4 times per day. There was no health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during use of bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes exhibit closure separation where the shield of the stopper assembly separates from the stopper during automated stopper removal on their automated instrument. Issue is occurring 3-4 times per day. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 06-feb-2025. Investigation summary: bd received 12 samples and 3 photos for investigation. The photos were reviewed and the indicated failure mode for closure separation was observed. Additionally, the customer samples along with 17 retention samples from bd inventory, were evaluated for stopper-shield separation and all tubes tested with specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode closure separation based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.